Manufacturer narrative:
Covidien/medtronic reference: (B)(4). This follow-up is being submitted for additional information.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that they were unable to deflate tracheal cuff. There was no patient involved.

Manufacturer narrative:
(B)(4). The reported failure was not confirmed. However, the reported failure mode is a known issue and has been investigated under a corrective and preventative action.